Event description:
During insertion of the canulated screws, the cutting flutes of both screws broke. The surgeon was unable to retrieve some of the small fragments from the soft tissue of the patient. This caused a surgical delay.